Event description:
A 20hr tpn infusion was ordered for patient and started at a rate of 88ml/hr. After 5 hours and 20 minutes the bedside rn was called into patient room due to tpn channel alarming "air in line." Upon assessment, bedside rn noted that tpn(total parenteral nutrition) bag had run dry and rate was correct on pump. In total, 1816ml infused within 5 hours and 20 minutes. Charge rn traced tpn tubing from patient to pump to bag and noted that a second tubing from another pump was pinched inside of the tpn channel with tpn tubing. Upon investigation of the device, the event was recreated with a second tubing closed within the channel. There were no alarms or alerts, but the pump infused excessive volume compared to the rate set. It was also discovered that the pump infused fluid without the infusion being programmed and started. FDA safety report ID# (B)(4).